Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During troubleshooting with tandem technical support it was determined the cause for the occlusion alarm was due to the cartridge. Customer changed out the pump supplies and resumed insulin delivery. Customer had elevated blood glucose (bg) levels (519 mg/dl). Customer delivered a manual injection to address elevated bg levels.